Manufacturer narrative:
The device was returned in the blister tray. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced to mid-nozzle and is engaging the optic edge. The leading haptic is extended. The trailing haptic is folded onto the optic. The plunger and lens are in acceptable positions for advancement. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. The product investigation could not identify a root cause for the complaint of "it went rigidly". The plunger and lens are in acceptable positions for advancement. No damage was observed to the product. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens went rigidly through the injector. There was no reported patient impact. Additional information was requested.